Event description:
It was reported, the xenon light source detection did not work. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, d8 and h3 were updated and corrections were made to d9 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's complaint of the light source detection not working was not confirmed. During the device inspection it was noted that a non-olympus lamp was being used indicating the device was serviced by a third party. Based on the results of the investigation, as the reported malfunction could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.